Event description:
Filter was being inserted in operating room under fluoroscopy. The filter would not advance through introduction sheath. Several trys were attempted before a new filter was opened and inserted without any difficulty. No pt injury occurred.